Manufacturer narrative:
(B)(4). The customer returned a catheter from catheter-over-needle assembly and a guide wire assembly for evaluation. The components showed evidence of use in the form of dried blood. No other components were returned. No visual defects were observed with the catheter. The spring-wire guide was kinked near the distal end. The outer diameter of the spring-wire guide was measured and was found to be within specification. The returned guide wire was inserted into the catheter hub 2 times, rotating the catheter turn between insertions. Resistance was encountered during the first insertion, preventing the guide wire from passing through the catheter. After functional testing, the hub of the catheter was cross-sectioned and microscopically examined. The hub was found to be deformed at the transition point. A device history record review was performed and no relevant findings were identified. The customer complaint of resistance between the guide wire and the catheter from the catheter-over-needle assembly was confirmed during sample investigation. The returned guidewire was kinked toward the distal end. During functional testing it was found that the guide wire would not pass through the returned introducer catheter in certain orientations. The catheter was cross-sectioned and a molding issue was identified. The probable cause of this issue is manufacturing related. A CAPA was implemented as a corrective action for this issue in november 2017. The catheter lots were manufactured in march 2016. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that the swg (spring wire guide) got stuck in the catheter of "catheter over needle", and it didn't advance farther. Therefore, a new kit was used.

Manufacturer narrative:
(B)(4). Additional information: this product is not sold in the us. The 510k # provided is for a similar product that is sold in the u.s. Preliminary evaluation of the returned device indicates swg/catheter resistance - kinked.

Event description:
It was reported that the swg (spring wire guide) got stuck in the catheter of "catheter over needle", and it didn't advance farther. Therefore, a new kit was used.